Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not recognize battery pack) was confirmed. As received, the charger/modem would not recognize a test battery pack. Upon evaluation, the y1 crystal oscillator on the bedside board was defective. The cause of the inability to stay powered is the defective component. The root cause of the defective component cannot be positively identified. In addition, the ground prong on the power cord was broken. The root cause of the broken prong is physical abuse. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger would not recognize a battery pack.